Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it was impossible to insert the clips on the applier without breaking the clips in two. There were no patient consequences.

Event description:
It was reported that it was impossible to insert the clips on the applier without breaking the clips in two. There were no patient consequences.

Manufacturer narrative:
Qn# (B)(4). (B)(4). A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok ml clips lot# 73d1800192, the samples were functionally inspected, and during the inspection issue reported "clips broken" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.